Manufacturer narrative:
Device evaluation: a correlation between the device and the reported event could not be conclusively determined through this evaluation. Log file evaluation revealed multiple low flow hazard alarms captured on (B)(6) 2019 starting at 2:53pm, due to the estimated flow falling below the low flow threshold of 2.5lpm. A root cause could not be conclusively determined through this evaluation. During the period of low flow, the system was connected to the 14v batteries which became depleted on (B)(6) 2019 at 3:01am, resulting in alarms for low battery hazard and no external power. As a result, the system switched to power save mode on the internal backup battery, until the system shutdown due to a complete loss of power at 5:35am, resulting in a pump stop. The evaluation of pump did not reveal any device-related issues. The pump was returned assembled with the driveline cut approximately 3.5¿ from the pump housing and a distal portion was not returned. The sealed inflow conduit and sealed outflow graft conduit were returned with the outflow bend relief and collar disconnected from the remaining outflow hardware. The pump appeared to have been exposed to a fixative prior to receipt and is consistent with the report of pump exposure to embalming fluid. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations that would have contributed to the reported event. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The hmii lvas IFU explains all system alarms and how to troubleshoot them should they occur. This document also explains that pump flow is estimated from the pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also outlines proper usage and charging procedures of the 14v batteries. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 3 years 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired at home. No autopsy performed additional information was requested but not provided.